Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump had no blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 114mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).